Event description:
It was reported during a scheduled biliary drainage catheter check, it was noted under fluoroscopy this drainage catheter had fractured. The distal portion of the catheter remained in the pt. Endoscopic retrieval of the detached catheter segment was successful and without pt complications. Another drainage catheter was successfully placed for continuation of treatment. The pt's condition is good. This device was rec'd, evaluated and retained by this MFR. Then engineering eval indicated the device was returned in two pieces. A longitudinal fracture, measuring 6.5cm, was noted in the proximal section. The detached pigtail, which measured 6cm, displayed a longitudinal fracture occurring approx 1cm from the distal suture hole. The co's follow up revealed this catheter was in place for approx 3 months. User technique and/or pt anatomy may have contributed to this event, however co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for external and internal percutaneous drainage of the biliary system. This catheter should be evaluated by the physician on or before 90 days post-placement."